Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm regarding the mobile power unit (mpu) was confirmed. The returned mpu (serial number (B)(6) was received at the service depot. The mpu was connected to a mock loop system, and the test system controller alarmed with low voltage/replace battery messages within several minutes of being connected to the mpu. The unit was troubleshot, and the issue was narrowed down to the mpu¿s main printed circuit board (pcb). A purchase order for repair of the mpu was requested multiple times; however, no responses were received. The unit was returned to the customer unrepaired and was labeled ¿not for human use.¿ the root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the alarms related to the mpu. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm regarding the mobile power unit (mpu) was not confirmed. The mpu (serial number (B)(6) ) was not returned for analysis, and no log files were associated with the reported event. The product was not exported at this time; however, this event will be reopened with further investigation if the mpu is returned for analysis at a later date. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the mobile power unit, serial number mpu-34171, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the alarms related to the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name: (B)(6) hospital. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient was sleeping there were alarms on both the mobile power unit (mpu) and system controller. The patient switched to batteries. The patient replaced the internal aa batteries to try and resolve the issue. The patient had the same events the next night. On (B)(6) 2021 the patient brought their mpu to the hospital and the clinical team noticed that it had a different power cable (20 amperes). The power cable was replaced by another one and the patient was instructed to observe the equipment. When the patient brought their mpu home, the problem persisted. The mpu was replaced.